Event description:
The pt fell backward and lost stimulation sensation. The pt experienced a loss of therapeutic effect. Implantable neurostimulator interrogation revealed impedances indicative of open circuits. The hcp opened the lead-extension site, cleaned the connections, reinserted the lead, and tightened the setscrews. The setscrew was loose from the fall. After the repair, the system working fine and the pt felt great stimulation.